Event description:
It was reported the pump touchscreen was cracked and unresponsive. There was no adverse impact to the customer¿s blood glucose level. Customer reverted to an alternate pump for insulin therapy.